Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-03. H6: investigation summary: a device history review was conducted for lot number 1101232. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample has been provided to aid in our investigation into this issue. Our engineers were able to observe a black foreign m[article in the syringe tube. The issue has been confirmed. Compositional testing of the foreign material was able to identify it as fragmentation of the stopper. A subsequent review of the manufacturing process was bale to determine that the most likely root cause for this event is related to the injection process. Due to variation in the injection process, it is possible for pressure settings to be too high, resulting in an excess pressure to result in a burring of the stopper. To prevent a reoccurrence of this event our facility has implemented stricter inspection guidelines and notified the appropriate personnel of this event. H3 other text : see h10.

Event description:
It was reported that foreign liquid/moisture was found in the syringe 10ml w/o. The following information was provided by the initial reporter: "there is foreign material in the syringe."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign liquid/moisture was found in the syringe 10ml w/o. The following information was provided by the initial reporter: "there is foreign material in the syringe."